Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One healing collar (hc335) was returned for investigation. Visual evaluation of the as returned product identified that the threads were damaged/bent. Unctional testing was performed using applicable in-house implant; the implant was not able to seat the healing collar as the threads were damaged. No pre-existing conditions were noted on the per. The device was being placed on an unknown tooth location when the incident occur. X-ray or picture images were not provided and no other information was provided. Documents reviewed: instructions for use ¿ zimmer dental healing collars, healing screws, surgical cover screws, temporary gingival cuffs, and temporary abutments for use with zimmer dental implant systems, ifu9658 rev 2-10/19. Information identified: indications and warnings. Per the applicable IFU, it is stated, 'surgical and restorative techniques required to place dental implants are highly specialized and complex procedures. Practitioners should attend courses of study to familiarize themselves with implantology techniques. Improper technique can cause device failure.' DHR review for the lot (2020021440) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (2020021440) for similar events and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information and functional testing, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the abutment does not screw on the implant., the threads seem to be damaged, it was tested on an analog and still does not work. Patient was rescheduled the uncovering appointment.